Event description:
It was reported that during height measurement of partial resected vertebra trail cage got loose of trial handle and turned by 90 degrees. This resulted in slippage of trial cage down to/next to segmental artery and additional 20 min of surgery time were needed to stop bleeding. No further postoperative complications for pt have been reported.

Manufacturer narrative:
Investigation is in process.